Event description:
Account reported they were getting erratic patient results for multiple analytes including calcium, ammonia, digoxin, ck and t4. The incorrect results were not used to guide patient therapy. The field service representative found that the r1 level detect cable was damaged and repaired the instrument by replacing the cable.